Event description:
Additional information was received from the patient. The patient reported that the cause of the stimulator turning off was unknown. They reported that what most likely caused or contributed to this was unknown. They reported that no steps were taken to resolve this issue, and they reported that the issue had not been resolved and no further action would be taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the healthcare provider (hcp) did not think the device was working any more. Reviewed longevity for device. Redirected caller to national answering service (nas) number to page manufacturer representative (rep). On 2025-jun-20 additional information was received from the patient. They reported that the cause of the device not working anymore was unknown. They stated that maybe the control wasn't working whenever the stimulator was turned on it would turn off again. But they didn't know that it had happened. It was unknown if this was caused by normal battery depletion. They stated that nothing would be done as they had no more bladder problems. Everything would remain as is.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.